Manufacturer narrative:
Initial reporter name and address: customer (person): (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a type 3a endoleak was found on the zenith aaa endovascular graft aaa ancillary component main body extension, after it became separated from extension graft implanted in a 68-year-old male patient. On (B)(6) 2017, the patient received one custom component (thoracic-lp-cmd-device lot # e3544520) without difficulty. The proximal zone of the stent graft implantation was zone 3. An additional cmd fenestrated endoprosthesis was placed during the index procedure. On the procedural angiogram, there were no endoleaks, false lumen perfusions or collapse of the proximal components noted. The patient was discharged from the hospital on (B)(6) 2017. On (B)(6) 2017 (26 days post-procedure), the 30-day follow up revealed no abnormalities. The diameter of the aneurysm was 67.0mm. At an unknown date in apr2017 (at least 45 days post-procedure), the patient experienced a left femoro-popliteal bypass thrombosis. Treatment included bypass embolectomy and stenting. The site indicated that the event was not related to the study device nor the study index procedure. On (B)(6) 2017 (91 days post-procedure), the patient underwent a planned intervention, including placement of the following devices: thoracic lp cmd device (38-30-234), thoraco-abdominal endoprosthesis, lot ac991896, and an esbe-24-39, lot 6966956. A distal type 1b endoleak was observed at the conclusion of the procedure. The patient underwent endovascular treatment for the type 1b endoleak on (B)(6) 2022 (105 days post-procedure), in which placement of a distal abdominal aortic extension and remodeling with a coda balloon was performed. The site noted that, "insufficient anchorage leading to a type 1b endoleak. The aortic distal module was too short, so a new distal module had to be added on the abdominal aortic extension.¿ the site indicated that the event was not related to the study device, nor the study index procedure. An unscheduled CT completed on (B)(6) 2017 (153 days post-procedure) revealed no abnormalities. The diameter of the aneurysm was 67.0mm. On (B)(6) 2018 (344 days post-procedure), the 12-month follow up revealed no abnormalities. Aneurysm diameter measured 64.0mm. The two-year follow up CT performed on (B)(6) 2019 (706 days post-procedure), revealed a "disjunction between the zenith branch device and the distal aortic cuff (esbe)" that lead to a type 3 endoleak. The maximum aneurysm diameter was 70.0mm. There was evidence of a false lumen perfusion or collapse of the proximal component; however, the site marked "yes" to evidence of stent graft migration. On (B)(6) 2019 (742 days post-procedure), the patient underwent an intervention for a type 3 endoleak that included distal abdominal aortic extension and left renal stenting. At the three-year follow up on (B)(6) 2020 (1107 days post-procedure), a CT scan revealed no abnormalities. Maximum aneurysm diameter was 64.0mm. The patient experienced a left femoro-anterior tibial bypass thrombosis on (B)(6) 2020 (1264 days post-procedure), in which treatment included medication and the incentive to walk. The event was thought to be unrelated to the study or study index procedure. The four-year follow up CT performed on (B)(6) 2021 (1427 days post-procedure) revealed no abnormalities. The maximum aneurysm diameter was 65.0mm. The patient experienced thrombosis of the femoro-popliteal axis in totality on (B)(6) 2021 (1595 days post-procedure) and was treated with ilomedine. On (B)(6) 2021 (1903 days post procedure), the five-year follow up CT revealed no abnormalities; however, the maximum aneurysm diameter measured 75.0mm. On the same day, the patient was found to have a type 3 endoleak reported at the aortic distal cuff. A thoracic module addition from another manufacturer was placed. The site indicated that the event was thought to be unrelated to the study device or the study index procedure. The patient completed the final study visit with the last date of contact being (B)(6) 2022 (1924 days post-procedure) and was exited from the study. Upon review of imaging by the manufacturer on (B)(6) 2022, it was noted that four distal stents (t-branch distal end, esbe-24-39, esbe-26-58, and a latter implanted tbe-24-80) had separated from one another, likely due to "distal aortic lengthening evident in the tortuosity." The tbe did overlap all stents. This complaint references the instance of a type 3a endoleak originating from the separation of the esbe-26-58, lot unknown, from an esbe-24-39. Another instance of type 3a endoleak from the esbe-24-39, lot 6966956 due to separation from the zenith t-branch device was captured in a report with patient identifier: (B)(4).

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d4 - rpn: the exact rpn is unknown, as rpn: esbe-24-59 is believed to be incorrect. It is possible that the rpn is an esbe-24-58. Investigation ¿ evaluation. On 25oct2022, cook became aware of an event regarding a 68-year-old male patient with a type 3a endoleak. The issue was discovered during image review for an investigation of another event. The rpn and product lot are unknown. However, the image reviewer stated the device was an esbe-24-59 graft. Therefore, documentation will be pulled pertaining to the esbe device. A type 3a endoleak was found to be originating from separation of the esbe-24-59 from the esbe-24-39 (lot: 966956). The patient had a history of cardiac arrhythmia, coronary artery disease, carotid artery disease, peripheral vascular disease, abdominal aortic aneurysm (treated), and tobacco use in the last 10 years. The image reviewer stated the separation was likely the result of distal aortic lengthening evident in the tortuosity. The tbe did overlap all stents. The patient completed the final study visit with last date of contact on (B)(6) 2022 (1924 days post-procedure) and was exited from the study. Reviews of the documentation, including the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be conducted. However, cta imaging performed 5.25 years post-implantation was provided for expert image review. The four distal stents consisted of the t-branch distal end, the initially implanted esbe-24-39, a subsequently implanted esbe-24-59, and a latter implanted tbe-24-80. A t-branch distal end and each esbe had separated from one another. This likely was the result of distal aortic lengthening evident in the tortuosity. The tbe did overlap all stents. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that the appropriate inspections are in place relative to the reported device failure. A review of the device history record (DHR) could not be completed due to the lack of lot information provided by the facility cook also reviewed product labeling. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. 4 warnings and precautions. 4.1 general. Additional endovascular interventions or conversion to standard open surgical repair following endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up. The zenith aaa main body extension is indicated to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm. The zenith aaa main body extension is indicated to treat proximal aortic necks (distal to the lowest renal artery) of at least 15 mm in length. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. The zenith aaa ancillary components with their respective introduction systems are not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. The zenith aaa ancillary components with their respective introduction systems are not recommended in patients exceeding weight and/or size limits which compromise or prevent the necessary imaging requirements. Successful patient selection requires specific imaging and accurate measurements; please see section 4.3 pre-procedure measurement techniques and imaging. 4.3 pre-procedure measurement techniques and imaging. Clinical experience indicates that contrast-enhanced spiral computed tomographic angiography (cta) with 3-d reconstruction is the strongly recommended imaging modality to accurately assess patient anatomy prior to treatment with the zenith aaa ancillary components. If contrast-enhanced spiral cta with 3-d reconstruction is not available, the patient should be referred to a facility with these capabilities. Lengths. The long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components or stent fracture) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity, and progressive disease. If renal complication or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.4 device selection. Strict adherence to the zenith aaa endovascular graft ancillary components IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.5). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure. Inaccurate placement and/or incomplete sealing of the zenith aaa ancillary components within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. Fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. 5 adverse events. 5.2 potential adverse events. Adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement. Aneurysm rupture and death. Claudication (e.g., buttock, lower limb). Endoleak. Endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilation; erosion; puncture; perigraft flow; and corrosion. Surgical conversion to open repair. 7 patient selection and treatment. 7.1 individualization of treatment. Additional considerations for patient selection include, but are not limited to: patient¿s age and life expectancy. Co-morbidities (e.g., cardiac, pulmonary, or renal insufficiency prior to surgery, morbid obesity). Patient¿s suitability for open surgical repair. Patient¿s anatomical suitability for endovascular repair. Patient¿s ability to tolerate general, regional, or local anesthesia. Iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 20 french vascular introducer sheath. Iliac artery distal fixation site greater than 10 mm in length and 7.5 to 20 mm in diameter (measure outer wall to outer wall). 8 patient counseling information. The long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a life-long commitment to the patient¿s health and well-being. Physicians must advise each patient that it is important to seek prompt medical attention if he/she experiences signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer the patient to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death (see section 5, adverse events). The physician should complete the patient i.d. Card and give it to the patient so that he/she can carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 12 imaging guidelines and postoperative follow-up. 12.1 general. The long-term performance of endovascular grafts with secondary endovascular intervention using additional components has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. Physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith flex aaa endovascular graft) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. The combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. Duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity, and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT. After review of the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Evidence provided by the complaint facility, device failure analysis, complaint history, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, expert review of imaging provided by the facility and the results of our investigation, a definitive cause for the failure could not be established. It is possible that patient anatomy may have contributed to this incident. The image reviewer stated that the separation was likely the result of distal aortic lengthening evident in the tortuosity. The tbe did overlap all stents. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.